Manufacturer narrative:
This report is a response to report # mw5092990 which was received by amt from the FDA on 03/02/2020. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The initial reporter also indicated that the incident is not reportable when reporting. Amt has reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report. The customer has not provided a device for examination or additional information at this time, or made it known whether the device has been destroyed. Since the device has not been returned, a visual and functional evaluation could not be performed and device failure could not be confirmed. A device history review could not be conducted as the lot number provided by the customer is not an amt lot number. Therefore, it is uncertain if the reported complaint involves an amt device. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per initial report #: mw5092990, "infant noted to have redness around gtube. While feeding was running, noted leakage around the gtube and it came out. When verified the balloon, noted to have tear and not inflating. FDA safey report ID#: (B)(4)."